Event description:
On the day of the event a pt had an IV of heparin running at 20mls/hr..pump was running much faster than 20ml/hr. Pt has been infusing for 2 hrs and 500ml bag had infused. The IV pump setup was checked by 3 rn's and returned to unit. It had been on prior to going for test but had been turned off before leaving unit. Pt was congested and had difficulty breathing. Dr. Was notified and IV lasis was given to pt.